Event description:
The customer reported via phone call that the insulin pump had been shutting off and rejecting new batteries. The customer reported that the same battery registered as dead, then the meter showed it was full. The customer reported that she went kayaking and had the insulin pump in a plastic bag. Review of the insulin pump's alarm history showed that the device recently had low battery alerts, off no power alarms, and a no delivery alarm. Most recent blood glucose level at the time of the incident was 80 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage to the electronic assembly. No battery alarm could be verified due to the blank display. The insulin pump was received with minor scratches on the display window, cracked case at the display window corners, a cracked belt clip slot, cracked reservoir tube lip and a cracked reservoir tube. No broken case was noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.